Manufacturer narrative:
.

Event description:
It was initially reported that the patient was scheduled for explant due to lack of efficacy. It was later reported that the patient was explanted on (B)(6) 2013 due to discomfort and pain during stimulation and hoarseness. Clinic notes reportedly indicated that the patient was referred for explant due to his hands shaking, dizziness and being tired all of the time. Additionally, it was previously reported that the patient was experiencing difficulty swallowing and choking. Attempts to obtain additional information have been unsuccessful to date. The explanted devices have not been received for analysis to date.

Event description:
The vns explanting facility does not return explanted products to the manufacturer, therefore the product will not be returned and product analysis cannot be performed.